Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system displayed a blue screen and failed to complete the startup process. Upon troubleshooting, fse found the host pc screen was blue. To resolve this issue, the hard disk interface and memory stick were cleaned and reconnected, followed by the restoration of the system ghost image and a subsequent functional check. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed a blue screen and had not started up completely. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.